Event description:
Subclavian introducer inserted for pa (pulmonary artery) catheter. Guidewire threaded, cortis inserted over wire. Attempts to remove guidewire unsuccessful. Resistance met with withdrawal, pressure, and guidewire frayed. Removed in surgery, and pt recovered.